Event description:
It was reported that the patient's pump only lasted 5 years. The drug in the pump was unknown.

Manufacturer narrative:
Concomitant products: product ID 8709, lot # j0058205r. Implanted: (B)(6) 2003, explanted: (B)(6) 2009, product type catheter. (B)(4).